Event description:
It was reported that upon interrogation, this device was found to be in safety mode. The device is currently pending an explant procedure to resolve the event. At this time, the device remains in-service and the patient was stable with no adverse consequences.

Event description:
It was reported that upon interrogation, this device was found to be in safety mode. The device was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. It was originally reported that this device would be discarded, but the device was later received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No abnormalities were seen during a visual inspection of the device case and header. However, no pacing output was available and the device battery status was unable to be obtained as telemetry could not be established. The device case was opened and a detailed battery analysis revealed an internal short due to a torn insulation tube.

Event description:
It was reported that upon interrogation, this device was found to be in safety mode. The device was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. It was previously communicated by the field that this device was discarded; however, the device has recently been received for analysis.